Event description:
Consumer reported, "globs of clear, liquid substance" is coming from barrel onto the needle when she depressed the plunger rod. Stated, this is prior to use and she will not use the syringe. Stated, she's finding the problem with a lot of syringes from this box and its happened in the past with previous boxes, (lots unknown and number of boxes, unknown) lot: unknown. Catalog: 328521. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.